Event description:
It was reported that the blue 15mm connector kept disconnecting from the tracheal tube. The tip was not deep enough inside the tube and just disconnects. Issues occurred upon opening.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Returned samples: 17 samples were returned in unused conditions within original package. Visual inspection results: per visual inspection, connector had properly assemble inside tube for 17 samples received. Based on the analysis conducted in the samples provided, 15 mm connector was deep enough inside the tube, therefore the reported failure mode was not confirmed. No action was taken since the complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.